Event description:
Rn placed 20 g IV catheter in lower right arm; positive blood return noted and easy advance, however noted swelling in area approximately 3 cm by 3 cm; when attempted to remove catheter, noted resistance similar to vein spasm. After warm packs applied, catheter removed but tip of catheter noted to be missing; ultrasound confirmed tip of catheter in subcutaneous tissue. Duration: minutes. Reason for use: IV access for radiology testing.